Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several motor rotation error were found which confirms the reported event. The reported device was received in (B)(6) and its investigation was performed by our local technical team. According to provided information, the reported event could not be reproduced. Although a flex cable was found bent/pinched during internal inspection, it was fully functional during testing. It was replaced as a measure of precaution as it could still be responsible for random triggering of technical error. However this kind of damage is usually due to mishandling during previous device maintenance or repairs activities when the device is being open for parts replacement or other inspection. We are reminding customers that such servicing should only be performed by our local technical services. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer reporting motor rotation. No adverse reactions reported." Reporting as a conservative measure due to the referenced issues. No adverse effects reported. More information is needed to complete the investigation.